Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for motor errors two weeks prior. The customer discontinued use of the insulin pump at that time. The customer did not recall the blood glucose reading. The customer was advised to call back when the insulin pump was available for troubleshooting.